Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: the device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing, defib/pacer stress testing, bench handling, and defib cycling with returned accessories without duplicating the report. An internal inspection found no discrepancies. The multifunction cable, defib receptacle, and CPR adaptor were replaced as a precaution. The device was recertified and returned to the customer. Multiple pads on and pads off messages were observed in the device's log. These messages are consistent with loose connection or accessory issues. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.